Manufacturer narrative:
No remedial action was taken for this event and this device is not involved in a correction and removal activity for this issue. H4: the lot was manufactured from june 29, 2022 - june 30, 2022. H10: the actual devices were not available; however, two (2) companion samples were received for evaluation. Unaided visual inspection was performed which did not identify any abnormalities that could have contributed to the reported condition. System level testing was performed on one (1) sample installing the set onto an in-lab compounder and no leak was observed. The reported condition was not verified on the companion samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction/removal report number: 3010291427-06/21/2022-001-c should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of em2400 valve sets were leaking. This was observed during delivery at the pharmacy. There was no patient involvement. No additional information is available.